Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since a correct lot number was not provided by the customer. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the guide wire got stuck within the lumen and was almost impossible to remove. The procedure was postponed. The procedure was approached after initial stabilization and the same thing happened (second attempt documented in MDR#300645876-2017-00381). The cvc placement was successful. The guide wire was removed and found completely destroyed, the architecture was lost.

Manufacturer narrative:
(B)(4). Catalog # and lot# - not provided. It is unknown if the device sample is available for evaluation.

Event description:
The customer alleges that the guide wire got stuck within the lumen and was almost impossible to remove. The procedure was postponed. The procedure was approached after initial stabilization and the same thing happened (second attempt documented in MDR#300645876-2017-00381). The cvc placement was successful. The guide wire was removed and found completely destroyed, the architecture was lost.